Event description:
The distributor reported that the customer's AED's battery is depleted and the screen is blank. The customer did not report that this event occurred during patient use.

Manufacturer narrative:
The distributor reported that the customer's AED battery is depleted and the screen is blank. The maintenance schedule is not reported. Communication with the distributor: the distributor stated they are unable to clear the service code warning for 'gdm boot component'. The battery is depleted, and they are unable to download the log history file due to the blank screen. Advised the distributor that the AED should be removed from service due to blank screen. No additional information is available at this time to further investigate this event. The IFU states: although the ddu-100 series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. Improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.